Event description:
A malfunction was reported, specifically malfunction code 16. There was no reported impact to the customer¿s blood glucose level. Technical support took action by advising the customer to switch to multiple daily injections as a backup therapy, confirmed the shipping address for the replacement, and instructed the customer to return the malfunctioning pump using a pre-paid label. The customer acknowledged these instructions and understood how to put the pump into storage mode before returning it. The pump was still under warranty and a replacement was arranged.